Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 38 mg/dl, 179 mg/dl and 206 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing vertigo, hunger, weakness and subsequently a loss of consciousness. No third-party emergent medical intervention was required. Customer self-treated with candy. There was no report of death or permanent injury associated with this event.